Event description:
It was reported that during a percutaneous coronary intervention (pci) treatment procedure a shaft break occurred. The 80% stenosed, 15mm in length and 3mm in diameter, concentric and de novo target lesion with 55% ejection fraction being treated was located in the non-tortuous and non-calcified unknown target vessel location. Three vessels were treated during the procedure; the proximal left anterior descending (lad) artery, the left circumflex (lcx) artery, and the right coronary artery (rca). While passing the 16x3.00mm liberte bare stent delivery system (sds) through the introducer sheath the shaft catheter broke outside of the patient. The device was successfully removed from the patient and the procedure was completed with a 3.5x16mm liberte stent in the lad, 3.0x16mm liberte stent in the lcx, and a 3.5x12mm liberte stent in the rca. No patient complications were reported and the patient's status is stable.

Event description:
It was reported that during a percutaneous coronary intervention (pci) treatment procedure a shaft break occurred. The 80% stenosed, 15mm in length and 3mm in diameter, concentric and de novo target lesion with 55% ejection fraction being treated was located in the non-tortuous and non-calcified unknown target vessel location. Three vessels were treated during the procedure; the proximal left anterior descending (lad) artery, the left circumflex (lcx) artery, and the right coronary artery (rca). While passing the 16x3.00mm liberte bare stent delivery system (sds) through the introducer sheath the shaft catheter broke outside of the patient. The device was successfully removed from the patient and the procedure was completed with a 3.5x16mm liberte stent in the lad, 3.0x16mm liberte stent in the lcx, and a 3.5x12mm liberte stent in the rca. No patient complications were reported and the patient's status is stable.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device evaluated by MFR: the device was received in two sections as a result of a break in the hypotube at 76.2cm distal to the strain relief. A detailed examination of the break site found that the break occurred as a result of a kink that developed in the hypotube. Both sections of the hypotube were kinked at various locations along their lengths. An examination of the crimped stent, balloon and tip sections of the device found no issues with their profiles. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).